Manufacturer narrative:
Explant was reported due to structural valve deterioration. The investigation found that all three leaflets were torn. Stent post 2 appeared bent outward, however it could not be definitively determined if this damage existed prior to explant. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta gt valve was implanted. On (B)(6) 2021, the valve was explanted due to structural valve deterioration (svd). A new unknown manufacturer valve was successfully implanted. The patient status was reported as unknown. Additional information has been requested and is pending.